Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, the patient consulted a doctor, her bg reading was around 200 mgdl and she was advised by the doctor to go to the hospital. At that time, the patient did not experience any symptoms, and no manual fingerstick (fs) test was performed. On (B)(6) 2024, after 4:00 pm, the patient was taken to the hospital by her husband. It was not clarified whether the patient went directly from the doctor's office to the hospital. At the hospital they took a bg reading which was reported at "it would be off," adding that the nurse said that it was strange as it would only be off by a few numbers (no values reported). At the hospital the patient was treated with insulin and tylenol (paracetamol). It was reported that at some point the cgm reading was "urgently low" 64 mgdl and the bg reading was 80 mgdl. The patient then calibrated it afterward. She calibrated more than three times. Technical support tried to verify if fs was taken during the time the patient was at her doctor¿s office and the cgm reading showed "high." At the time the patient was discharged the bg reading was 147 mgdl and there was no cgm reading reported, she was discharged sunday (B)(6) 2024 around 3:00 pm. Additional glucose values provided for (B)(6) 2024: 10:19 am - cgm: low, very low (device alarmed); bg: 120 mgdl; 3:30 pm - cgm: urgently low; bg: 117 mgdl. At the time of the report the patient was good. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.